Event description:
The rptr did back to back blood glucose tests, within minutes, using different fingersticks. Rptr's results were 155, 232 and 185 mg/dl. Rptr was experiencing weakness. A control solution test was in range, 127 (98-147). On followup, the rptr had forgotten to take rptr's oral medication the morning of the reported tests. No harm alleged.